Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. Upon positioning, the stylet could not be inserted into the right atrial lead due to obstruction. The physician exchanged the lead during procedure on (B)(6) 2020. The patent experienced no adverse consequences.